Manufacturer narrative:
The referenced device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, the directional/locking pin in broken off and was not returned. Other defects noted by the repair inspection are debris particles under the eyepiece cover glass attributing to an obstruction on the field of view/image.

Event description:
Olympus was informed by the sterile processing supervisor at the user facility that the customer oes elite, high-definition autoclavable telescope, has broken locking pin problem. ¿it¿s broken off so now it won¿t stay inside the sheath.¿ the customer reported problem was found at reprocessing.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although a definitive root cause of the defects could not be identified, it was determined that the broken pin was likely caused by excessive force during use by the customer. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.